Event description:
It was reported that a patient underwent an unk procedure on (B)(6) 2010 and suture was used. The patient had a wound dehiscence five days after the initial operation and the gynecologist had to re-operate to suture the wound closed.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.